Manufacturer narrative:
Returned device was received in poor physical condition. The top case is cracked by the front bottom left corner and the bottom case was broken by the mounting post. In addition, there was a missing seal lining on the bottom case, cracked battery door, cracked right plunger case and visible contamination by the "l" bracket. No evidence of reported problem in event log was found. During the evaluation of the device, the fault was confirmed. The pump was noisy and making a dry dragging sound. The plunger tube was stuck when loading a syringe. There was no lubrication on the plunger tube. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a stuck syringe shaft. There were no adverse events reported.